Manufacturer narrative:
Product is not returned as it is still in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and was then confirmed to be dislodged with fluoroscopy. This lead was successfully repositioned and remains in service. No adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and was then confirmed to be dislodged with fluoroscopy. This lead was successfully repositioned and remains in service. No additional adverse patient effects.

Manufacturer narrative:
Changed from "it was reported that this right ventricular (rv) lead exhibited loss of capture and was then confirmed to be dislodged with fluoroscopy. This lead was successfully repositioned and remains in service. No adverse patient effects." To "it was reported that this right ventricular (rv) lead exhibited loss of capture and was then confirmed to be dislodged with fluoroscopy. This lead was successfully repositioned and remains in service. No additional adverse patient effects." Occupation. Changed from "not applicable (na)" to "non-healthcare professional". Missing clarification for patient code "3191: no code available". Added: patient code 3191 captures the reportable event of surgery. Product is not returned as it is still in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the reportable event of surgery.